Event description:
During a pph procedure, the device was not easy to remove. The mucosa was not cut, with a disruption of the posterior staple line. The surgeon manually sutured the opening. There was no bleeding from the suture line. There was no pt consequence.